Event description:
The customer stated the unit will not power up even with a new battery. No pt involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator. During service operations, we identified that the fuse on the defib circuit board was open. This open fuse causes the status indicator on the device to display "do not use." Replacement of the fuse resolved the issue. Factory service repaired, upgraded, tested, and returned the device to the customer as documented in the service report. The complaints were not reported prior to the field action per risk assessment procedure in place at the time; however, due to the z-1389-2009 recall, we have elected to report all failures of this nature.